Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia on (B)(6) 2024. The patient's blood glucose level reached 25 mmol/l (450 mg/dl) with ketones of 5.7. It was noted that the personal diabetes management (pdm) would generate an alarm with each new pod activated and was not able to resolve the issue. Symptoms reported include feeling unwell. The patient was hospitalized in the intensive care unit. No information was provided on the patient treatment at the time of the call. The patient's blood glucose levels were manage with manual injections with an insulin pen. The patient was discharged from the hospital on (B)(6) 2024.